Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler did not cool as expected. The user also reported the device would only cool to 10 degrees celsius. An alternate device was employed for the procedure. There were no reported adverse consequences to the pt as a result of this event.